Event description:
It was reported that during the use of the device for a non-clinical activity (inspection after cleaning), the staff in central sterile found tip or guard bent. Caller suspects it happened during cleaning procedure. No reported event from surgical department. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.